Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00097,98,99,100,101,102,103: test 2,3,4,5,6,7,8 of 8).

Event description:
User reported 8 false positive results. Negative pcr and rapid. Asymptomatic. This is report 1 of 8.

Event description:
User reported 8 false positive results. Negative pcr and rapid. Asymptomatic. This is report 1 of 8.